Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the biphasic pcb assembly and then observed proper device operation through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed biphasic pcb assembly. It was determined that the cause of the reported issue was due to an electrically shorted capacitor, designator c33. The shorted capacitor exhibited indications of overheating ("burnt").

Event description:
The customer contacted physio-control to report that their device failed the user test and the service indicator was illuminated. Upon evaluation of the customer's device, physio-control observed that the customer¿s device had a blank display and was unable to charge for defibrillation therapy; therefore energy delivery would not be available if needed. There was no patient use associated with the reported event.